Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dizziness and syncope. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uti, lower abdominal pain, c-section, uterine bleeding, increased blood pressure, fatigue extreme, palpitations, malaise, myalgia, joint pain, chest pain, bradycardia and cramp in lower abdomen. Concomitant products included alprazolam (xanax) since (B)(6) 2018, celecoxib (celexa) from (B)(6) 2018 to (B)(6) 2018, hydroxyzine since (B)(6) 2018, ibuprofen since (B)(6) 2018, lorazepam (ativan) since (B)(6) 2018, lorazepam since 1(B)(6) 2018, meloxicam since (B)(6) 2018, ondansetron hydrochloride since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and phenazopyridine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("migraines / headaches:occasional mild headache"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, vaginal discharge and dyspareunia had resolved and the anxiety was resolving. The reporter considered anxiety, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal discharge, anxiety, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs & mr received. Reporter's information was added. Lot number was added. Patient's demographics was added. Event injury replaced with abnormal bleeding (vaginal, menorrhagia), headaches, dyspareunia,dysmenorrhea (cramping), pelvic pain, vaginal discharge, patient did not undergo essure confirmation test, anxiety. Concomitant condition, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dizziness and syncope. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uti, cramp in lower abdomen, c-section, uterine bleeding, increased blood pressure, fatigue extreme, palpitations, malaise, myalgia, joint pain, chest pain, bradycardia and cramp in lower abdomen. Concomitant products included alprazolam (xanax) since (B)(6) 2018, celecoxib (celexa) from (B)(6) 2018 to (B)(6) 2018, hydroxyzine since (B)(6) 2018, ibuprofen since (B)(6) 2018, lorazepam (ativan) since (B)(6) 2018, lorazepam since (B)(6) 2018, meloxicam since (B)(6) 2018, ondansetron hydrochloride since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and phenazopyridine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("migraines / headaches:occasional mild headache"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, vaginal discharge and dyspareunia had resolved and the anxiety was resolving. The reporter considered anxiety, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal discharge, anxiety, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.